Manufacturer narrative:
Occupation is lay user/patient. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.1 inr): qc 1: 2.6 inr, qc 2: 2.6 inr, qc 3: 2.6 inr. The obtained results were in the allowed range. No error messages occurred during the investigation. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable inr results with coaguchek vantus meter serial number (B)(4) compared to a laboratory using stago neoplastin ci plus method. The result from the meter at 12:35 p.m. Was 4.8 inr. The result from the meter at 12:53 p.m. Was 5.0 inr. The result from the laboratory at 1:45 p.m. Was 3.5 inr. The customer¿s therapeutic range is 2.0-3.0 inr.